Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported right side pain, and rupture. Patient representative additionally reported loss of a normal life, and monetary losses not related to the device. The device has been explanted.